Manufacturer narrative:
(B) (4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent moved on the balloon. The 95% stenosed target lesion was located in the calcified, non tortuous right coronary artery (rca). The lesion was predilated with an unspecified balloon and a 3.00x32mm taxus liberte stent was advanced to the rca; however, the device was unable to cross the lesion as it was too calcified. The device was removed from the patient and it was noted that the stent had moved on the balloon. The procedure was successfully completed with a different device. No patient complications were reported with the patient's current condition listed as 'fine'.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus liberte stent delivery system (sds) with the stent implant mounted on the balloon. No original packaging or other devices were returned. Contrast was visible in the distal and midshaft of the device. Microscopic inspection revealed stent damage; one strut in the sixth distal row was flared. The stent was centered between the markerbands and securely attached to the balloon, contrary to the reported stent movement on the balloon. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence that the damaged stent was the result of material or manufacturing deficiencies. Because there was reported inflation difficulty, the sds device was prepped in the product analysis lab according to the directions for use and inflated to nominal pressure (8atm's). The stent implant opened uniformly, and with no difficulty, at nominal inflation pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The 95% stenosed target lesion was located in the calcified, non tortuous right coronary artery (rca). The lesion was predilated with an unspecified balloon and a 3.00x32mm taxus liberte stent was advanced to the rca; however, the device was unable to cross the lesion as it was too calcified. The device was removed from the pt and it was noted that the stent had moved on the balloon. The procedure was successfully completed with a different device. No pt complications were reported with the pt's current condition listed as "fine".